Manufacturer narrative:
The sample was not returned for investigation, and a lot number was not provided; therefore, a complete investigation could not be carried out. A review of the device history record could not be conducted, as the lot number was not provided. The most likely cause of the shunt sensor leak during prime was identified to be shipping and handling paired with the coupling of the sensor to the bpm head. Shunt sensors are sufficiently cured and sealed to pass through a 100 percent leak test; however, a leak from the thermowell position may have resulted from stress. All available information has been placed on file in quality management for appropriate tracking, trending and follow-up.

Event description:
The user facility reported to terumo cardiovascular systems that prior to cardiopulmonary bypass surgery, during prime, the shunt sensor leaked. Upon completion of the investigation, it was determined that the leak originated from the thermowell. A report of a similar malfunction has been determined to have caused or contributed to a serious injury in the past; therefore, this complaint is reportable. No impact to pt as this occurred during prime. Product was changed out. Surgery was successful.